Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. (B)(4). The product has not been returned; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to the second of three devices used during the same procedure. Refer to associated MFR reports #3005099803-2010-00978 and #3005099803-2010-00979 for descriptions of the first and third devices. A hydrothermablation procerva procedure set was used during a hta hydrothermablation procedure. According to the complainant, "unit overfilled reservoir with two different procedure sets. Was using .9% saline". Although several attempts were made to obtain additional follow up, there is no further information regarding this event.